Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, ongoing) and ceftazidime injection (250mg, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. It was reported that the patient retraining on proper aseptic technique was completed. Pd therapy was ongoing. No additional information is available.